Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not complete reprocessing of the subject device due to a leak and as a result, foreign material was left. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a gastrointestinal videoscope had air/water leakage on the bending part. The reported issue was found during preparation for use of the device. The intended procedure is unknown but it was completed successfully with a similar device. During the device evaluation, the following reportable malfunction was identified: this condition is caused by insufficient cleaning (handling issue). There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The device was returned to olympus for evaluation and repair. During the evaluation, the following was found: residual fluid and foreign substances come out of the s cylinder, due to wear of the angle wire, the bending angle in the up direction does not satisfy the specification, abrasion of the angle wire causes clearance of the r/l knob is out of the standard value, a-rubber is not waterproof due to cutting, the screen is partially dark due to scratches on the ccd lens, there is a scratch on the ccd lens, the lg lens is discolored, the a-rubber adhesive is broken, there is a wrinkle on the connecting tube, there is a wrinkle on the universal cord, there is a wrinkle on the video cable and the connecting tube protector is cut off. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.